Manufacturer narrative:
Based on the claim against the product by the customer noting errors on erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue. However, the fse replaced the erbe generator to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed failure analysis. The fa investigations replicated the reported issue on the erbe. The unit displayed error 1-71, m-02-3 during boot up. The complaint regarding errors on erbe was confirmed on the failure analysis investigation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the integrated electrosurgical unit erbe (erbe) generator was replaced after the start of the procedure, and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the robotics coordinator (roco) contacted the technical support engineer (tse) and reported issue with integrated electrosurgical unit erbe (erbe) generator. The roco stated that they checked all cables, swapped out grounding pads, instrument energy cords, moved the power cord to other dedicated outlets and even had to move the bovie pencil to a 3rd party generator. The roco stated that this issue has been intermittent but ongoing and wants the generator to be replaced. The tse viewed system logs and confirmed c-82 and m-02 errors. The roco stated that everything is working at the moment for this case but wants a different generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using a backup generator. There was procedure of delay less than 15 mins. The patient information was requested, but not provided.